Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out of range pace impedances in 2007. These out of range measurements were taken by different physician than the original implanter as a result the patient's device was programmed to vvi, there were not adverse patient effects from this issue. During a recent device change out for normal battery depletion, the physician noted that there was some type of repair performed on this lead that the physician was not aware of. The lead was capped and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.